Event description:
A report was received that the patient underwent an explant procedure due to non-healing wound dehiscence. No further information will be provided to bsn.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.